Manufacturer narrative:
The device and the lens were returned loose in the carton. The plunger lock and lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to the fill line. The nozzle tip has stress lines. The plunger was removed to evaluate. No damage was observed to the plunger. The plunger was replaced into the delivery system with no abnormalities observed. The lens was outside of the device upon return. There was no damage observed to the lens. It is not possible to confirm the position of the haptics during delivery due to being returned separate from the device. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The root cause could not be determined for the reported complaint of stamper tilted, both haptics extended straight out. The lens was returned outside of device. The haptics were not extended upon return. The plunger tip has stress lines. This may indicate that the plunger and/or the lens were not in an acceptable position for advancement. The plunger was retracted upon return. The plunger position in relation to the lens and trailing haptic during advancement cannot be determined. The instructions for use (IFU) instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. It is unknown if a qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company intraocular lens (iol) with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description of intraocular lens (iol) stamper tilted, front and back lens straight out, both legs extended. Additional information has been requested, received and stated the cataract procedure was completed with another lens.